Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers required maintenance. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a medication jam issue. A field service engineer reseated the cables on the two boards, reinstalled cubies back after cleaning the trays from jammed medications and medications residuals to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6). E.1. Initial reporter email address: (B)(6).